Event description:
Upon routine follow up visit, ICD battery found to be at replacement indicator; ICD was implanted on 11/26/96 and projected longevity of battery is 4.5-5 years. Battery voltage found to be 2.55 v. Md notified and ordered ICD replacement, which was done.